Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture and high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. A lead fracture was alleged but not confirmed. The system was explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. The lead will not be returned as it was discarded. No additional adverse patient effects were reported.